Event description:
A nurse reported that the system was giving discrepant results. When the examination is repeated in the same eye, the results differ from each other. There has not been any harm to any pts from this.

Manufacturer narrative:
The customer rep examined the system and identified that the biometry issues were generated by the room's electrical lamp. When the customer's lamp was turned off, the biometry displayed normal functioning. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).